Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED did not power on during rescue and another AED was brought to the rescue. They reported the patient survived to the hospital, but it was not known if they survived to discharge.